Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was confirmed due to the trunk cable¿s yellow wire being broken and the white wire damaged, causing the communication error. The root cause for the damaged wires was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.